Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the mixer 1 bent due to the mixer screw being loose. The fsr resolved the issue by replacing the mixer. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the mixer did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the mixer was identified.

Event description:
The customer observed a falsely depressed sodium result generated on the architect c8000 processing module for one sample. The following data was provided (customer provided reference range: 136 to 145 mmol/l): (B)(6) 2024 sid (B)(6) initial result = 119 mmol/l, repeat = 137 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium result generated on the architect c8000 processing module for one sample. The following data was provided (customer provided reference range: 136 to 145 mmol/l): initial result = 119 mmol/l, repeat = 137 mmol/l no impact to patient management was reported.